Manufacturer narrative:
G2: foreign country - japan h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the outer box of the instrument tracker was opened, the sterile pack inside was packaged without being sealed. The issue was resolved by using an instrument tracker of the same specification available in the hospital. There was no patient involvement.

Event description:
Additional information as received. A correction was made, it was reported that when opening the outer box of the instrument tracker, the sterile pack inside was found to be packaged without being sealed.

Manufacturer narrative:
H3, h6; the tracker, lot number: 240627h, was returned to the manufacturer for analysis. As reported, the tracker package had one end that had not been sealed. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.